Event description:
It was reported to vyaire medical that the ventilator was sent to the facility biomed with no specific information from end user other than the unit is not working. The device logs were reviewed, per fc018, tf 316 is found with all tf 401 alarms. Issue is most likely with blower.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.